Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) outer insulation breached due to environmental stress cracking; proximal segment of lead was returned and analyzed. Further testing revealed blood/body fluid in/on proximal conductor(not obstructed).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.